Manufacturer narrative:
Updated h6: device codes. Device evaluated by MFR: promus elite ous mr 38 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. The stent showed no signs of movement and was set between the proximal and distal markerbands. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The moderately stenosed, eccentric target lesion was located in the moderately calcified right coronary artery. A 38 x 3.50 promus elite drug-eluting stent was advanced for treatment, but resistance was felt while crossing the lesion and it was noted that the stent got damaged. The procedure was cancelled due to another reason. There were no patient complications reported, and the patient was stable.

Event description:
It was reported that stent damage occurred. The moderately stenosed, eccentric target lesion was located in the moderately calcified right coronary artery. A 38 x 3.50 promus elite drug-eluting stent was advanced for treatment, but resistance was felt while crossing the lesion and it was noted that the stent got damaged. The procedure was cancelled due to another reason. There were no patient complications reported, and the patient was stable.